Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ other chronic/ intract pain (trunk/limbs). It was reported that the patient's stimulator was not functioning and he was not getting stimulation. Patient reported he recharged his implant fully last night. Patient communicated with the neurostimulator (ins) and it showed stim on. It was reported that the recharger showed therapy was on. Patient was getting all coupling bars and ins was at 50% charging. No traumas/fall/emi activity reported. No further complications were reported/anticipated.